Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging trunk cable connector j500 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.